Manufacturer narrative:
Complaint statement: (B)(4). Received 10pcs 454334/a22013g3 for evaluation. No customer pictures were provided. We have no further inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint and customer samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of the production documentation and manufacturing process revealed no deviations. During the entire manufacturing process, no abnormalities were observed that affect the function of the tubes. The provided samples were tested regarding the draw volume and the amount of additive. All parameters remained within the +/- 10% tolerance range. The alleged malfunction could not be duplicated.

Event description:
Customer states several sites are reporting fill issues. These tubes do not fill adequately using a barrel/ needle combination. The sites state they are having to collect the sample using a syringe and 'force' the blood to the fill line. The sites are currently using vacutainer hubs and eclipse safety needles (both bd) for the majority of draws. Tubes have been described as stopping collection just shy of the bottom of the black arrow about at the beginning of the letter g.